Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon became stuck on the wire. A non-bsc guide wire was used with the 2.5x15mm nc quantum apex monorail balloon catheter to successfully post dilate the stent. When the physician was attempting to remove the device, the balloon became stuck with the guide wire. The device and guide wire were removed as one unit. Once outside of the patient, the wire was able to be removed from the device. The procedure was completed with this device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex balloon catheter was received with no original packaging and an unknown guide wire. The outer diameter of the guide wire was measured and back-loaded into the tip and tracked through the lumen without difficulty. A thorough inspection of the balloon catheter revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon became stuck on the wire. A non-bsc guide wire was used with the 2.5x15mm nc quantum apex monorail balloon catheter to successfully post dilate the stent. When the physician was attempting to remove the device, the balloon became stuck with the guide wire. The device and guide wire were removed as one unit. Once outside of the patient, the wire was able to be removed from the device. The procedure was completed with this device. There were no patient complications reported and the patient status is good.